Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. During a review of the pump data, tandem technical support verified that the pump battery had depleted from 100% to 5% charge within a minute. Reportedly, the customer would continue use of the pump for insulin therapy.